Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a 16mm amplatzer septal occluder was selected for implant in the patient on (B)(6) 2021. During the procedure the right atrial (ra) disc deployed into a "cobra head". The physician re-captured the device and removed it from the patient prior to release. The device was exchanged for another 16mm amplatzer septal occluder (lot# unknown) and the procedure was successfully completed. There is no clinically significant delay in procedure and no adverse patient effects. The patient was stable at the time of report. No additional information was provided.

Manufacturer narrative:
The reported event of right disc deformed in to cobra conformation could not be confirmed. The investigation confirmed, the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed, to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not be conclusively determined.